Manufacturer narrative:
Insulin pump unable to prime during prime test due to faulty force sensor resistor (gold). Unable to perform occlusion test and no delivery test due to prime anomaly. Pump passed basic occlusion test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was squirting out during the manual prime process. The blood glucose level of the customer was 204 mg/dl. The customer also stated that the drive support cap was flush. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.